Manufacturer narrative:
Unit power up properly after battery installation, however gave an unexpected blank display with a intermittent vibration and the battery tube / battery heating up due to corroded electronic assembly. Unable to verify operating currents or perform self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display anomaly. Unit received with cracked case at the battery tube threads. Unit received with missing serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The blood glucose was 257 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen and stated that, the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.